Manufacturer narrative:
Correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#:(B)(4), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(6), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(6), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4), correction in d10 and h3: added concomitant products, return details and respective product analysis details. Product analysis for the device (B)(4) with serial numbers (B)(6): evaluation determined that driver, gear planet was corroded. The likely cause of failure could not be determined. Product analsyis for the device (B)(4) with serial number (B)(6): evaluation determined that driver, gear planet was corroded. The likely cause of failure could not be determined. It was also noted that input drive shaft was corroded. Product analysis for the device (B)(4) with serial number (B)(6): evaluation could not reproduce the reported malfunction of not working properly. Product analysis for the attachments (B)(4) with serial numbers (B)(6): no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Product analysis for the attachment (B)(4) with serial number (B)(6) and pss unknown tool: no conclusion can be drawn. No evalu ation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator attachment kept on spinning causing the patient to get a hematoma. Additional information regarding the event was being followed up from the facility.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected the infirmation in h3 and h6: h6: corrected the imdrf a, b, c and d codes h3: corrected the product analysis for the attachment ad03 with serial number (B)(6): evaluation determined that driver, gear planet was corroded. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.